Event description:
It was reported that a patient sustained a significant trauma three years ago and during hospitalization for hip surgery and the development of dvt, underwent insertion of a vena cava filter. The patient recently presented with bacteremia and was treated with antibiotics and then subsequently again presented to the emergency room with back or flank pain. A CT scan of the abdomen and pelvis demonstrated penetration of several of the tines of the filter into the soft tissues surrounding the inferior vena cava along with a possible phlegmon or abscess within the anterior aspect of the right psoas muscle (a sublumbar muscle). After a period of IV antibiotic therapy, and resolution of the patient's symptoms, filter retrieval was performed. Inspection of the removed filter demonstrated that two limbs of the filter were missing and were discovered with fluoroscopy in the lower lobe of the right lung. Selective and subselective right pulmonary reprogram and subselective catheterization and attempted foreign body retrieval did not allow retrieval of the limb fragments. Review of the prior imaging studies reveal that filter fragmentation had occurred well in advance of attempted filter retrieval. A three year lapse since initial chest x-rays and filter insertion has occurred and thus the fragmentation and embolization occurred at an unknown time during the past three years. It was the decision of the physician to leave the detached limbs in place.

Manufacturer narrative:
The DHR was not reviewed, as the lot number is unknown. The filter only, was returned for evaluation. Upon visual inspection of the filter, there were two arms and three hooks missing. The fractured arms and hooks were on the same side of the filter. The investigation was confirmed for detachment of components. Root cause unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae. Perforation of the vena cava wall - this may occur if proper insertion technique is not utilized.